Event description:
It was initially reported by a company rep that the physician was receiving an error message, failure to execute - sql error. The hand held computer and the software were returned to the MFR for eval. Product analysis on the software confirmed the error message that was reported and identified that the cyberoncbu.cdb database on the returned flashcard was corrupt. The cause for the file corruption is unk and could not be determined during the analysis. The archive databases were not corrupted. No further anomalies were identified during the analysis of the software. Product analysis for the hand held computer showed no anomalies associated with the handheld during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.